Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter information - unknown. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date 10 to 20 years ago. Subsequently, the patient was revised on (B)(6) 2014 due to a distal femoral fracture. A versanail was implanted to reduce the fracture and the surgeon replaced the tibial bearing during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date 10 to 20 years ago. Subsequently, the patient was revised on an unknown date due to a distal femoral fracture. It is unknown what caused the femoral fracture. A nail was implanted to reduce the fracture and the surgeon replaced the tibial bearing during the procedure.